Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a doctor that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the call was dropped and the caller could not be reached back. The insulin pump will not be returned for analysis.